Event description:
The user facility contacted an olympus field service engineer (fse) to report that during preparation and setup for an endoscopic examination, the monitor would not power on. The fse attempted to talk through a resolution with the customer; however, the issue could not be resolved. The intended procedure was completed using another similar device. There was no patient or user injury reported due to the event.

Manufacturer narrative:
The suspect device was returned to an olympus service center for evaluation. Upon inspection and testing of the device, the unit did not power on and the power light emitting diode (led) was not lit, confirming the customer¿s reported power issue. The issue was found to be due to a faulty printed-circuit board (pcb). The investigation is ongoing; therefore, a definitive root cause of the reported event cannot be determined at this time. If additional information becomes available, this report will be supplemented accordingly.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 5 years since the subject device was manufactured. Based on the results of the investigation, the investigation confirmed the device does not power on due to a faulty printed circuit board. The specific root cause of the faulty printed circuit board could not be determined at this time. Olympus will continue to monitor field performance for this device.